Manufacturer narrative:
Updated sections: a3, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 02dec2019 and investigated on 18dec2019. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw and hot jaw were observed to be intact with no defects. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw" but confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed grey covering over jaws seemed partly removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed grey covering over jaws seemed partly removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code". (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed grey covering over jaws seemed partly removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.